Event description:
2+ level lumbar laminectomy with fusion (posterior). The surgeon agreed to evaluate the tips and was using a 3mm tip/handle. While he was cutting away at some bone (the staff report it was a hard piece of bone) he took the kerrison out of the wound and something glinted in the corner of his eye. When he looked again he found a piece of the instrument in the operative wound. The surgeon retrieved it and was satisfied that he removed all of the broken instruments. The instrument and the broken piece were presented to me and it appears all pieces were accounted for. Broken pin was retrieved from the patient.